Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-02804. It was reported that a perforation and pericardial effusion occurred a left atrial appendage (laa) closure procedure was performed. A24mm watchman ® laa closure device & delivery system was inserted into single curved watchman ® access system. The closure device was deployed; however, during device assessment it was determined that the device was not an adequate fit. A full recaptured was performed without issue. The physician determined that a different approach was necessary. A new transeptal puncture was performed and anterior curved watchman ® access system was selected to deploy a 33mm watchman ® laa closure device. Two partial recaptures were performed to try and reposition the device. The device was ultimately too proximal and required a full recapture which was performed without incident. It was noted that effusion sweeps were performed after the use of each device. A 30mm watchman ® laa closure device & delivery system was inserted into the same anterior curved watchman ® access system. The was not deep seated in the laa. During the deployment of the device, the physician remarked that there was resistance in the device/sheath interface. The physician paused to assess the situation through transesophageal echocardiogram (tee) which revealed a pericardial effusion. Contrast injection confirmed the effusion and a lesion that was consistent with a laceration. A pericardial tap was performed to remove 1200cc of blood from the pericardial space. The patient received 2 units of blood. A non-bsc balloon was introduced in an effort plug the effusion. The balloon was inflated, slowing the effusion. A non bsc laa closure procedure was performed without incident, resolving the effusion. The patient¿s status is normal and they were expected to be routinely discharged.